Event description:
During the initial report rec'd for the adhesive issue, the customer later alleged that there was a cidex opa overflow/leak during the time, but he forgot to report it. The cidex opa solution leaked onto the floor; it was cleaned up. The customer stated no injuries were involved. He repaired the unit by cleaning the valve, then performed a test cycle with plain water - it passed. No leaks were present. The customer could not duplicate the issue thereafter. The unit is back in operation.

Manufacturer narrative:
A vendor evaluated at the customer site. The customer resolved the issue by cleaning the valve, then performed a test cycle with plain water - it passed. No leaks were present. The unit is back in operation. Customer repaired the unit.